Event description:
It was reported that the physician intended to use a powercross pta balloon catheter during a procedure. It was reported that a 6fr sheath and 0.014¿ guidewire were also used during procedure. There was no damage to the packaging of the device and no issue noted when removing the device from the hoop/tray. The device was prepped with no issues identified. It was reported that a balloon burst, leak or catheter leak occurred during balloon inflation. It was reported that the balloon was deployed in the mid-sfa with stenosis (not calcified) present and inflated to 8atm (nominal) on first inflation at the lesion. The plaque lesion was 150mm in length with an artery diameter of 5.0mm. The lesion exhibited 75-80% stenosis. However, the balloon was unable to maintain its constant pressure as shown on the inflation device where the pressure kept dropping. A second inflation attempt was done but likewise, the balloon was unable to maintain at nominal pressure. A medtronic everest indeflation device (ac3205p) was used as the inflation device with saline and contrast. The physician completed the procedure using a competitor's product. All fragments of the balloon were retrieve d. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. The faulty balloon was discarded by the scrub nurse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.